Manufacturer narrative:
(B)(4). On (B)(6) 2018 arjo has become aware of the event involving maxi move passive floor lift and clip sling, which occurred in (B)(6) located in (B)(6). It was reported that during lifting resident out of bed one of the shoulder clips broke. As a consequence the resident (male, (B)(6), 95 kg) fell and hit the chassis of the lift with his head sustaining a head injury. The resident was treated in the hospital, the head laceration needed sutures. The resident left the hospital on the same day. After the event, the system (lift and sling) was inspected by arjo representative. The maxi move passive floor lift was found in a general bad condition. The chassis was corrosive and calcified, as it was being used for showering. The opening/closing legs function was inoperative. However these malfunctions could not have caused or contributed to the clip breakage issue. The sling (manufactured in jan 2007) was also found in bad condition- heavily damaged. It was found with fraying, ruptures and a shoulder clip fractured on the lower bar of the clip. The label was not readable. Other slings at the facility have been checked and 7 of them have been disposed off by arjo representative due to their age and defects found. The review of similar reportable events involving the maxi move lift in last 5 years, revealed a limited number of events where it was indicated that the clip broke during resident transfer. A sling clip is the plastic part that attaches the soft fabric sling that holds a person, to the metal spreader bar frame of a patient lift. Each sling has four clips, usually partitioned as two shoulder side clips and two leg side clips. According to information received we can clearly see that the clip broke at the lower bar, the place where the strap from the sling body pulls downward. This is an indication that the clip was pinched with a force much higher than the force it will normally receive during use. The cause of the failure lies in the initiation by surface damage caused by improper use. During normal, intended use, the force that comes onto a clip is a downward pull force. Sideways forces are minimal and can only exist in a limited angle. From previous reports conducted we learn that the maximum percentage of the patient's weight on the clip measured during average on-label use is 33.6%, the minimum percentage is 14.8%. So for a clip with safe working load (swl) of 190kg, the maximum weight on a clip during use is 64kg, for a 272 swl sling the maximum weight during on-label use can be 91kg. Additionally from test results, we found that the clips were still performing over the pull strength capacity needed for safe use - black "zig-zag" clips still hold more than 450 kg of pull on one clip (where typically the weight of the person being transferred is partitioned over four clips). Therefore, we can assume that the black clips in the sling can still take more than four times the weight that is likely to come on them during on-label use. Following the instructions for use for passive clip slings (IFU, (B)(4), issue 4) - "mechanical pressure should be avoided during the washing and drying procedure, e.g. Rolling or pressing, as these can damage parts vital to the safe and comfortable operation of the sling." The IFU indicates the operational life of the sling: "the operational life of the sling/stretcher is dependent on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords and straps do not show signs of fraying, tearing or other damage and that there is no damage, (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling." As per IFU, the caregiver is obligated to inspect the sling before every use: "it is essential that the sling attachment cords, the slings, their straps and the attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." If any part is missing or damaged, the sling should not be used. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. To conclude, the system - clip sling and passive floor lift was used for patient's care and in that way contributed to the alleged event. There was a system deficiency found (clip breakage) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We report this event to the competent authorities due to serious injury sustained.

Event description:
On (B)(6) 2018 arjo has become aware of the event involving maxi move passive floor lift and clip sling, which occurred in (B)(6) located in (B)(6). It was reported that during lifting resident out of the bed, one of the shoulder clips broke. As a consequence the resident (male, (B)(4), 95 kg) fell and hit the chassis of the lift with his head sustaining a head injury. The resident was treated in the hospital and the head laceration needed sutures. The resident left the hospital at the same day. After the event, the system (lift and sling) was inspected by arjo representative. The maxi move passive floor lift was found in a general bad condition. The chassis was corrosive and calcified, as it was being used for showering. The opening/closing legs function was inoperative. However these malfunctions could not have caused or contributed to the clip breakage issue. The sling (manufactured in (B)(6) 2007) was also found in bad condition- heavily damaged. It was found with fraying, ruptures and a shoulder clip fractured on the lower bar of the clip. The label was not readable. Other slings at the facility have been checked and 7 of them have been disposed off by arjo representative due to their age and defects found.